Event description:
During a myomectomy procedure the iliac and aorta arteries were injured during insertion of either the trocar or insufflation needle. The procedure was converted to open, resulting in an unk amount of extended operating room time. The pt received nine units of blood and was taken to intensive care unit upon completion of the procedure. The pt has since been discharged from the hosp. It is unk how the injury occurred or which device contributed to it.